Event description:
The patient had a large abdominal wound with an ileostomy stoma just above the open abdominal wound area. The ileostomy bag was leaking succus (intestinal juice) into the abdominal wound dressing. The drainage from the stoma compromised the lower dressing that uses negative pressure. You need to have a secure seal to continue to have negative pressure (suction) to keep the dressing intact otherwise the dressing will become compromised and the active therapy is no longer achieved. When there is a leak from the negative pressure dressing the alarm is supposed to go off to notify the nurse that there is a leak. The alarm from the negative pressure machine is supposed to alarm if the battery is low, the canister is too full, or if there is a leak in the integrity of the dressing. You have a window of 2 hours to fix a problem with a leak or other conditions where the suction is not working appropriately and after that time you have to remove the entire dressing and change it completely. If not the wound can be compromised and the guidelines and our protocol for negative pressure is to change a dressing if you cannot fix a leak within 2 hours. So the machine did not alarm that there was a leak when in fact there was a leak and no suction was available to the abdominal wound dressing. The other problem with this specific type of negative pressure machine is that there is no history available to record how long the machine has not been delivering negative pressure. We used to use a different machine by another company that had history available so when a machine was not delivering negative pressure it would record the time and date and how long it was not delivering negative pressure, this particular machine does not have this ability. Manufacturer was notified.